Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set's tape was not sticking properly, causing leaks at her site. In the past the infusion set cannulas crimped. Troubleshooting was declined. Customer's blood glucose level was around 200 mg/dl and 400 mg/dl. She treated her blood glucose level via manual injections. The device was not returned.